Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn had a piece of foreign matter on the catheter. The following information was provided by the client: "when the nurse opened the package of the indwelling needle for puncture, she found that there was a white foreign body on the tip of catheter tube. After the cotton swab was used, the white foreign body still existed on the catheter. Considering the risk of foreign body shedding during the indwelling, the indwelling needle was replaced."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn had a piece of foreign matter on the catheter. The following information was provided by the client: "when the nurse opened the package of the indwelling needle for puncture, she found that there was a white foreign body on the tip of catheter tube. After the cotton swab was used, the white foreign body still existed on the catheter. Considering the risk of foreign body shedding during the indwelling, the indwelling needle was replaced."